Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a patient with this right atrial (ra) lead was presented to the hospital after experiencing a syncopal episode. Interrogation of their implanted system indicated a high out of range pacing impedance measurement of greater than 2000 ohms on the ra channel. An x-ray confirmed the ra lead had fractured due to a clavicular crush. Surgical intervention was performed to address a fractured right ventricular lead and a temporary system was implanted. The ra lead continues to remain implanted and in service. No additional adverse patient effects were reported.